Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v400268, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: lead: product ID 3888-33, lot# v390370, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3888-45, lot# v603266, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: lead: product ID 3888-45, lot# v603266, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported the patient had good coverage after implant but then the patient received incomplete coverage of stimulation for their lower back. It was stated through examination and palpation they found lead revision was necessary and the patient¿s lead was surgically revised on (B)(6) 2011. It was stated the patient recovered without sequelae on (B)(6) 2011. It was later reported the patient¿s lead was explanted. It was later reported the lead revision was done to cover a new pain pattern in the patient. It was noted the patient¿s implantable neurostimulator was functioning correctly.